Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-jan-2018 with the following findings: during testing, it was observed that the battery compartment had was cracked in two places. Unrelated to these issues, the audio bolus button cover was damaged but the button was still functional during the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 19-jan-2018.